Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer reported spontaneously via social media that cotton fibers come off of tampons. No causally related injury was reported.